Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: review of the photographic evidence shows the lateral side of the reported right-sasi, no defects nor signs of damage that could have contributed to the reported event were observed; only the product information was able to be retrieved. Additionally, since there is no known allegation against the reported product and no device was returned, no further investigation could be performed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. According to the information received, "velys saw hand piece and right saw interface malfunctioned during the case causing an error message not allowing to proceed with case after the distal femoral cut." The product was returned to j&j medtech orthopaedics for evaluation. During visual analysis of the right-sasi device revealed no significant damage or visual defects that could have contributed to the reported event. The device shows moderate wear, which is consistent with multiple uses in a clinical setting. A functional evaluation was performed using the saw wing fixture . The assessment found that the right-sasi saw clamp lever articulated freely without the saw wing fixture engaged. However, during functional testing with the fixture attached, undesired movement or play was observed between the sasi clamp and the sasi itself. Additionally, it was noted that minimal force was required to open the saw clamp lever while the saw wing fixture was engaged. The overall "error message" was not confirmed due to there are several contributing factors that can trigger this error, including leg movement, carriage movement during resection steps, or movement of other hardware during resection steps. However a undesired movement was observed on the velys saw interface right that would have contribute to a device issue. The connection issues between the sasi and saw handpiece are known product issues. Based on the investigation findings, the root cause of the undesired movement or play between the sasi clamp and sasi itself was traced to design. Device history lot => a device history review was performed, and no non-conformances were detected related to the reported condition.

Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure, it was observed that the robotic assisted saw interface device (sasi) right device malfunctioned causing an error message which prevented the case from proceeding after only one distal femoral cut. There was no delay to the procedure and a spare device was used to complete the procedure. During in-house engineering evaluation it was determined that the device was loose. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information could be provided.